Manufacturer narrative:
The remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted after being found down in his home. His blood sugar was low so it was not pump related, but he has had several low speed operation and pump stop alarms. The log file submitted to the MFR for review confirmed the reported low speed and low flow events. The events occurred on three different occasions with one occasion resulting in a pump stoppage. These events occurred while connected to the power module pt cable. Additional info provided to the MFR indicated that the pt continued to experience pump stoppages. An x-ray displayed an area of concern near the bend relief of the percutaneous lead. The MFR's technical services team member performed an external percutaneous lead replacement; however, after the repair was completed, the pt continued to receive alarms. There is a second suspect area internally near the exit site based on the x-ray. The hospital has requested a modified power module pt cable from the MFR for the pt's use.

Event description:
Additional information provided indicated that the patient had a long history of right ventricular (rv) dysfunction after lvad implant. His diet choices contributed to challenging volume management issues. When the second percutaneous lead fracture was suspected internally in (B)(6) 2014, a modified power module patient cable was given to the patient due to rv dysfunction and destination therapy status. The patient continued to deteriorate from rv dysfunction until his death. The patient expired on (B)(6) 2014 due to multi-system organ failure related to right heart failure. It was reported that nothing related to the reported event contributed to the death. The pump was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: the pump remained ongoing at the time of the event; however, the repaired portion of the percutaneous lead was returned for evaluation. Device evaluation: the report of speed drops and pump stops was confirmed based on review of the log file downloaded from the system controller at the time of the event. Following the external percutaneous lead (lead) repair on (B)(4) 2014, approximately 9 inches of the external portion/distal end of the lead was returned to the manufacturer for further evaluation. An electrical continuity test of the returned portion of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Close inspection of the wires showed no evidence of disruptions or damage to the underlying wires. The lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires in the returned distal portion of the lead that would have resulted in an electrical short. Based on the manufacturer¿s historical data and past experience, the events captured in the log file appeared to be consistent with a potentially compromised wire in the percutaneous lead; however, the specific wire and the specific location could not be conclusively determined without a full evaluation of the device. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.